Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced kinked cannula event due to which the patient faced hyperglycemia event on (B)(6) 2026. The blood glucose level was 306 mg/dl at the time of the event and got treated with correction bolus via pump. The event occurred within three or more hours of insertion. The insertion site was abdomen. The patient replaced infusion sets and resumed insulin successfully. No further information available.